Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 400 mg/dl. Customer had covid also. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active at time of incident. Customer did not experience any symptom related with high blood glucose level. The sensor had change sensor and calibration not accepted alert. The insulin pump will not be returned for analysis.